Event description:
Subject device was implanted on (B)(6) 2010. On (B)(6) 2014, the rrt was unexpectedly reached. Preliminary analysis confirmed accelerated battery discharge after the third year of implantation. Reportedly, the device was removed on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
Subject device was implanted on (B)(6) 2010. On (B)(6) 2014, the rrt was unexpectedly reached. Preliminary analysis confirmed accelerated battery discharge after the third year of implantation. Reportedly, the device was removed on (B)(6) 2014.